Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the spo2 reading failed after 8 hours of measurement. The red light was emitting a red light on a continuous basis. No alarm or error message displayed to advise the user that measurement stopped. No consequences or impact to patient.